Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was found in vvi mode at 70 ppm and in the unipolar configuration. The patient received an MRI "a few years ago" and is involved in welding.